Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient had a red irritation under the rear therapy pads. The patient was given momecutan ointment from his physician. The patient also removed the device to let his skin heal. Follow-up indicated that the rash was improving.